Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment but was unable to confirm the reported issue. The bag/vent switch was replaced proactively.

Event description:
The hospital reported that, during a case, the bag/vent switch did not function as expected. There was no reported patient injury.